Event description:
The customer observed false nonreactive architect hbsag qualitative ii results for one patient. The following data was provided: initial result was nonreactive. The sample was sent to another laboratory for pcr testing and the result was positive. Because of the positive pcr result, the sample was repeated, and the result was 1.08 s/co, which is reactive. The patient was redrawn, and the result was 0.57 s/co, which is nonreactive. Additional laboratory results were provided: anti-hbs result was nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 - phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 02g22, that has a similar product distributed in the us, list number 04p53.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii, lot number 51547fn00, results included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Review of trending reports for the architect hbsag qualitative ii reagent did not identify any related trends. Using worldwide field data, the performance of reagent lot 51547fn00, and associated sublots manufactured with the same material, were evaluated, and the patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency for architect hbsag qualitative ii reagent, lot number 51547fn00, was identified.

Event description:
The customer observed false nonreactive architect hbsag qualitative ii results for one patient. The following data was provided: initial result was nonreactive. The sample was sent to another laboratory for pcr testing and the result was positive. Because of the positive pcr result, the sample was repeated, and the result was 1.08 s/co, which is reactive. The patient was redrawn, and the result was 0.57 s/co, which is nonreactive. Additional laboratory results were provided: anti-hbs result was nonreactive. There was no impact to patient management reported.